Event description:
It was reported that on (B)(6) 2012 the patient underwent a transforaminal lumbar interbody fusion (tlif) surgery from vertebrae l4 to l5. The patient¿s post-operative period was marked by increasingly severe pain and weakness in her left leg and gastrointestinal problems. The patient continues to suffer from significant pain that affects her everyday living. She has severe pain and weakness in her left leg and has difficulty walking. The patient is in constant pain and discomfort and is unable to find relief sitting in chairs or lying in a bed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient presented with lumbar spondylosis and underwent laminectomy fusion lumbar posterior approach in which rhbmp-2/acs was used.